Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On approximately (B)(6) 2024, the patient lost consciousness. Prior to this, the patient¿s cgm was reading 150 mg/dl. He reported that his actual bg level was lower than the cgm value, causing him to incorrectly treat himself with insulin. No bg meter reading was taken at this time. The patient¿s roommate called emergency medical services. Ems arrived and provided the patient with treatment, but the patient could not recall any specifics. He was asked if he wanted to go to the emergency room for evaluation, but he refused. The patient remained at home and ¿felt okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the abdomen on (B)(6) 2024. On approximately (B)(6) 2024, the patient lost consciousness." H2 correction.

Event description:
The sensor was inserted into the abdomen on (B)(6) 2022. On approximately (B)(6) 2022, the patient lost consciousness.